Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into multiple power sources. Subsequently, it was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose was approximately 150 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.